Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump and assisted them with filling and loading a new cartridge. This guidance enabled the customer to successfully complete the loading process and resume insulin delivery.